Event description:
The right ventricular lead was capped and replaced.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Event description:
Additional information received indicated that the right ventricular (rv) lead was explanted and replaced. During the revision procedure, the physician visually confirmed insulation damage on the rv lead. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention was performed at the moment. The patient was stable.